Event description:
It was reported that the electrodes peeled off the patient¿s skin. The patient¿s sales representative recommended switching the patient to the bone healing system. A new prescription was received form the patient¿s physician stating that the patient was being switched from the orthopak due to skin sensitivity issues.

Manufacturer narrative:
Section b3: as the day and the month of the event are unknown, the event date is estimated as 2025. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
It was reported that the electrodes peeled off the patient¿s skin. The patient¿s sales representative recommended switching the patient to the bone healing system. A new prescription was received form the patient¿s physician stating that the patient was being switched from the orthopak due to skin sensitivity issues.

Manufacturer narrative:
Additional information in following fields b4: date of this report, d4: lot number and expiration date, g3: date received by manufacturer: h6: evaluation codes. Corrected data in following fields: d2: common device name and product code, d4: expiration date, g4: premarket identification, h4: device manufacture date. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to ebi for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.